Event description:
It was reported that the caller was getting a ¿call your doctor¿ screen on their patient programmer. It was noted that the patient¿s trial started the wednesday prior to the report. It was noted that the patient was unable to adjust their stimulation. It was noted that the patient was seeing a power on reset (por) condition for their device. It was noted that the patient was using an external neurostimulator (ens).

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# unknown, product type: programmer, patient; product ID: neu_ unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).